Event description:
Valve explanted after 55 days due to aortic insufficiency and restricted motion of one cusp. Replaced with another 25mm bioprosthesis, model unknown. No further information was provided.